Manufacturer narrative:
Device used for treatment, not diagnosis this report is for an unknown tomofix plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a tomofix small implantation surgery an iatrogenic fracture occurred intraoperatively at the tomofix insertion site (fracture of the tibial plateau) this report is for an unknown tomofix plate this report is 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information from synthes europe regarding an event in japan was received as follows: "on the first follow-up [visit with the surgeon] the patient complaint about pain, at the same time it was reported 'callus formation was not enough, but no increase of displacement'." "Four months post operatively it was reported 'fusion [had] completed.'"